Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the device and verified the customer reported malfunction. A visual inspection and performance tests were performed, and the single board computer (sbc) printed circuit board assembly (pcba) was found to be defective.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, a ventilator was intermittently auto cycling and generated a high minute volume and high respiratory rate alarms. The patient was transferred to another ventilator without harm.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.